Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: kiramira d et al., mid-term real world outcomes of the hydrus micro stent in open angle glaucoma. Eye (2024). 2024jan;38:1454-1461. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported an article which was published with the purpose to evaluate the mid-term clinical results and the safety aspects of the company micro stent in real-life setting. The study methods includes implantation of company micro stunt in implanted in phakic eyes (88 eyes) and in pseudo phakic eyes (13 eyes respectively and mean follow-up time was 16 ± 9 months with 27 eyes having a follow-up time of more than 24 months. The patients evaluated in this study presented with an established diagnosis of mild to moderate open angle glaucoma or ocular hypertension with insufficient pharmacological treatment success or tolerability and data were collected and evaluated preoperatively and postoperatively. The results includes mean decrease in iop(intraocular pressure) postoperatively, improved bcva (best corrected visual acuity) and reoperation rate was reduced. This file belongs to patient in 3 ¿ 5 months post-operative visit found tube exposure and the stent was dislocated and stent was removed. Literature citation: kiramira d et al., mid-term real world outcomes of the hydrus micro stent in open angle glaucoma. Eye (2024). 2024jan;38:1454-1461.

Manufacturer narrative:
Additional information provided in h.3. H.6. And h.11. A sample was not received at the investigation site for evaluation for the report of tube exposure and removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).